Manufacturer narrative:
The product will not be coming in house for evaluation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: light disappeared. Probable root cause: qc: light transmission inspection, qc: resistance inspection, design: parallel reed switch circuit, qc: pressure leakage test, design: distal end monocoil; proximal handle grip, design: puravis gof85 optical fibers, qc: functional inspection for magnet. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that light disappeared about two hours into the procedure. Procedure completed using replacement.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that light disappeared about two hours into the procedure. Procedure completed using replacement.